Event description:
It was reported that rapid depletion in remaining longevity was noted via review of merlin.net transmission. Device was explanted and replaced.

Manufacturer narrative:
The reported premature battery depletion was confirmed. The device did not meet its longevity requirement. With a replacement battery connected, the device tested normal and all specifications were met. The battery was sent to the manufacturer and an internal anomaly within the battery was found to cause the premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.